Manufacturer narrative:
Livanova (B)(6) received the readout of the confirmed issue and performed an analysis. A fault in the master/ follower configuration was identified (double configuration is present). This confirms that the user did not link the arterial pump together with the cardioplegia pump in the correct way. The customer states that no further issues were identified and the pump is working normally. No additional information was received. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(6) will continue to monitor the market for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump suddenly began running very fast and reached the pressure threshold, causing the pump to stop during cardioplegia delivery. This occurred after selecting the pump as the controlled cardioplegia pump. There was no report of patient injury the customer tried to override the sensors but was unable to get the pump to run. The unit was restarted, which did not resolve the issue. After restarting, the pump could no longer be selected in the controlled pump menu. A sorin group field service representative was dispatched to the facility to perform a serial readout. The readout was sent to sorin group (B)(4) for analysis and the reported issue was confirmed. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer retains the unit.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump suddenly began running very fast and reached the pressure threshold, causing the pump to stop during cardioplegia delievery. This occurred after selecting the pump as the controlled cardioplegia pump. There was no report of patient injury.